Event description:
The customer tested her blood glucose using her contour meter and received a reading of 50 mg/dl, while another meter read 170 mg/dl. On another occasion, the contour read "lo", while the other meter read 226 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the test strips for eval. Replacement test strips were sent to the customer.